Event description:
Reported issue: the doctor found cuff leakage while using it on a patient in the clinical setting. A new device was used and there was no patient impact.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Since there is no sample returned for investigation, 1 set of representative sample was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest (calibration no.: r6139). No abnormality was observed on the sample. Cuff pressure of the production representative sample able to be inflate and maintained at 25mbar. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuff. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no photo received, the root cause of the leak found prior to use at customer side could not be further verified. Hence this complaint is not confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the doctor found cuff leakage while using it on a patient in the clinical setting. A new device was used and there was no patient impact.